Event description:
Pt reports that hospital bed was in highest position. Pt was lying in the bed, using the control to elevate the head so pt would be sitting upright in bed. As the head of bed came up, the bed made a loud noise and the entire bed crashed to the floor with the pt in it. Pt reported pain in right leg x 2 hours after the event, which resolved. A technician from medical supply co was called and arrived to exchanged beds.